Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received, a follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a minicap was observed to have a vertical crack below the flat grip portion of the cap during use. The crack did not appear to go all the way through the cap. After the crack was found, the patient went to the peritoneal dialysis (pd) clinic and the nurse checked the transfer set and put on a new minicap. The patient was instructed to wait at least 2 hours before starting pd therapy. The patient kept her transfer set in a peritoneal dialysis pouch and was very careful when screwing on the minicaps. The nurse reviewed proper technique with the patient regarding how to properly screw on and tighten a minicap. While there was patient involvement, there was no patient injury or medical intervention indicated. This is report 1 of 6.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated, however the reported damage could not be confirmed. The sample was visually inspected and no defects were observed. Pressure testing was also performed with no functional issues detected. Therefore the cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.